Event description:
On 9/25/93, pt on chronic dialysis treatment dialyzer c121, reuse #16, 3k+ bath, 15 ga fistula needles. Predialysis bp 166/100s-88-99.4. Wt 76.2 kg. Access is a left fistula. Bfr at 350 art pressure -40 and venous pressure 50 at start of dialysis. Fifty mins into the run, pt complained of chest pain. 02 applied. 35 mins later chest pain unrelieved bp increased to 200/104 art p-30, venous pressure 30. Pt nauseated, abdominal pain. Pt taken off dialysis early, transported and admitted to hosp. Hosp dialysis treatemtne 9/27/93 complained of sore stomach and chest pain. Predialysis pressure 162/90 60 994 art press-180, vr press 180. Uneventful run. Discharged 9/28/93 predialysis bp 170/100 100-986. Art pressure-190 vr 190 f10 at start of dialysis dialyzer c121 reuse #17-uneventful run.